Event description:
It was reported that pericardial effusion occurred. Before the procedure it was noted that the patient had a small effusion measuring 0.8mm. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was successfully implanted after multiple repositions in the appendage. The patient left the laboratory in stable condition with the effusion measuring the same. The patient was discharged the following day on (B)(6) 2026 in stable condition on dual antiplatelet therapy (dapt). On (B)(6) 2026, the patient returned to the hospital with a pericardial effusion and exhibiting signs of cardiac tamponade that needed pericardiocentesis and bloody fluid was drained. The patient was discharged on (B)(6) 2026 and is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. Before the procedure it was noted that the patient had a small effusion measuring 0.8mm. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was successfully implanted after multiple repositions in the appendage. The patient left the laboratory in stable condition with the effusion measuring the same. The patient was discharged the following day on (B)(6) 2026 in stable condition on dual antiplatelet therapy (dapt). On (B)(6) 2026, the patient returned to the hospital with a pericardial effusion and exhibiting signs of cardiac tamponade that needed pericardiocentesis and bloody fluid was drained. The patient was discharged on (B)(6) 2026 and is expected to fully recover.